Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor not connecting correctly. The customer states their blood glucose levels were running low. The customer's blood glucose level at the time of incident was between 47mg/dl and 50mg/dl. The customer's current level is 187mg/dl. The customer states treating low levels with juice. The customer states they did not receive any threshold suspend alarms for the low blood glucose. Troubleshoot was conducted, and the customer will monitor the device and call back if issues persist.